Event description:
When pt went into v tach (ventricullar tachycardia), the system did not generate a high level alarm. The event was not discovered until one of the nurses noticed it on the monitor sometime afer the onset of the event. This pt's ECG signal exhibited a wandering baseline. Since the arrythmia portion of this system requires a stable baseline to analyze acg's, the wandering baseline prevented it from analayzing the acg. The system never came out of the learning mode since it couldn't get a stable reference acg. This prevented the high level alarms from being activated. A call to co confirme that the system was designed to work this way. It will not generate a high level alarm when it is unable to analyze an ECG. The system will generate a low level alarm which is only a beep tone. Unfortunately, low level alarms occur so frequently that most nurses ignore them.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.